Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 171 mg/dl and sensor reading was 65 mg/dl. Troubleshooting was performed and customer had turned off the sensor feature. Customer was advised if issue persisted to remove the sensor. The sensor is not returning for analysis.